Event description:
Review of svc data detected a reportable problem. During servicing, battery pack sn (B)(4) had a leaking battery cell. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation, the battery pack cells were leaking. The root cause of the leaking cells could not be positively identified but is likely resulted from the battery pack impacting a hard surface. No adverse event resulted from defective battery. The pt received a replacement battery pack. The last person to use this battery pack did not report any deficiencies.